Event description:
Boston scientific crm received information that during the explant of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, it was noted that the atrial lead would not come out of the header. It was then noted that both set screws had not been loosened; once loosened, the lead was able to be removed from the header. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
If additional information should become available, this event will be reopened and updated accordingly.